Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17852. It was reported the patient is not receiving effective therapy due to high impedances on both leads and one of the leads had disconnected from the ipg. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.